Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: june 30, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with four (4) self-tap locking screws, three (3) 4.5mm threaded pins, a 4.5mm curved broad locking compression plate (lcp)14-hole, and three (3) 1.7 x 750mm cables to repair a left femur fracture on (B)(6) 2014. On an unknown date, the plate broke and the patient was returned to the operating room for revision surgery on (B)(6) 2016. During the revision, it was noted that the patient had developed a non-union at the site of the plate breakage. The broken plate and the remaining hardware were removed without issue and the patient was re-implanted with a 16-hole curved broad lcp plate, locking screws, cortical screws and cables. The revision surgery was completed successfully and no adverse events were reported against the patient. Concomitant devices reported: self-tap locking screw (part 02.221.512, lot unknown, quantity 4), 4.5mm threaded pin (part 298.803s, lot 7413618, 7760049, 7404947, quantity 3), 1.7mm cable (part 298.801.01s, lot p174131, quantity 3). This is report 1 of 1 for (B)(4).